Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator assembly was adjusted out of the field of view and mechanically repaired. Monitor wiring was also repaired during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was obscured by the collimator assembly and thereby unable to be viewed. No pt death or serious injury was reported related to this event.